Event description:
It was reported that the right ventricular and left ventricular leads are switched. This is an off label system set-up. It was further reported there was high impedance and an apparent lead fracture on the right ventricular lead. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.